Event description:
Sample investigation received.

Manufacturer narrative:
Reference record: (B)(4). A cut peg-j tube return sample was received at abbvie for examination. The peg-j tube was visually inspected and no non-conformances or deviations were identified. The presence of a bezoar was observed and verified at the end of the cut peg-j tubing, covering the pig tail. A bezoar is a known complication of peg-j tube device. . If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an undetermined amount of time the patient experienced intestinal tube occlusion. On (B)(6) 2019, it was reported that the patient's peg tube migrated to the jejunum and intestinal tube was found with a bezoar. The peg-j tube was then replaced and the bezoar resolved without hospitalization.